Event description:
Reporter alleged the pt received a discrepant blood glucose result of 45 mg/dl back to back with a result of 151 mg/dl on the inform system when testing was performed within 10 mins. Reporter stated the pt was given orange juice after the 45 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.